Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: during investigation, the battery compartment was observed to be cracked from the top of battery compartment toward the pump case seal. The battery cap threads were stripped. Unrelated to the complaint, evaluation revealed that the display screen had dim, fading and discolored lettering.